Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture threshold. This patient went into very fine ventricular fibrillation (vf). Anti-tachycardia pacing (atp) was delivered which was unsuccessful after which 3 shocks were provided. Capture could not be confirmed, and this patient experienced pulseless electrical activity (pea). It was noted that this patient was unresponsive and ultimately intubated. This rv lead remains in service. No adverse patient effects were reported.